Event description:
It was reported from ous that upon return of the loan kit the impactor tip fracture and cracked in half. On (B)(6) 2019 the product location has not been determined. It is either misplaced or was thrown away inadvertently. The device catalog and serial/lot number is not available. The last hospital and surgeon to use the device is not available. It was confirmed that there was no complaint from any hospital or user that had the device that was broken. No additional information.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Engineering evaluation: design-related issues: exactech is aware of 8 similar complaint reports involving femoral head impactors due to damaged impactor tips since 2008. Because the femoral head impactor is used in total hip surgeries, sales data for femoral heads was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: manufacturing data could not be reviewed because the serial/lot information was not provided. Corrective actions are not required because the occurrence rate is ¿very low.¿ the broken device reported was likely the result of normal use and subsequent sterilization cycles, which led to crack initiation, propagation, and ultimate failure of the radel tip. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event from a facility or user.